Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found the catheter was broken and compressed. Additionally, a hole was noted as not user related.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 20.0 mg/ml saline at 0.123 mg/day via an implantable pump for non-malignant pain and osteoporosis. It was reported that the pump and catheter were removed on (B)(6) 2016 due to an elective replacement indicator. No patient symptoms were noted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.